Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom made treo devices are not marketed in the us, however they are similar to the treo abdominal stent graft delivery system approved for sale in the us (p190015). The event occurred in the netherlands. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Nitinol drt wire was stuck to the nosecone. First place tevar to create landing zone for fevar. Subsequently positioned and partially deployed fevar without problems. When moment came to release drt something strange happened. While pulling the nitinol wire the nose cone and proximal part of the device bended towards the pulling direction of the wire. The physician had to use excessive force and complained about it. Eventually nitinol wire came loose, nose cone went straight up again and drt were released." Patient outcome: "good outcome, suspicion of type iii endoleak, which is not suspected to be related to the observed problems with drt release."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a treo custom-made device. The custom-made treo devices are not marketed in the us; however, they are similar to the treo abdominal stent graft delivery system approved for sale in the us ((B)(6)). The event occurred in the netherlands. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Nitinol drt wire was stuck to the nosecone. First place tevar to create landing zone for fevar. Subsequently positioned and partially deployed fevar without problems. When moment came to release drt something strange happened. While pulling the nitinol wire the nose cone and proximal part of the device bended towards the pulling direction of the wire. The physician had to use excessive force and complained about it. Eventually nitinol wire came loose, nose cone went straight up again and drt were released." Patient outcome: "good outcome, suspicion of type iii endoleak, which is not suspected to be related to the observed problems with drt release."